Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with preoperative diagnosis for cerebral palsy. Procedure performed was posterior cervical spine fusion. It was reported that the after c2 to c6 were already fixed with jj's synapses (about 10 years ago), deployment surgery was performed in (B)(6) 2023 using a cranial plate (vs). Afterward, there was a possibility that some kind of malfunction occurred with the adjustable rod. Hence, it was confirmed by performing a reoperation. The joint of the adjustable rod broke, and it was replaced with a prevent rod (ccm) (only the right side). The involuntary movement of cerebral palsy was accompanied by a load applied to the rod, which led to the breakage of the rod joint. Procedure was performed for the removal of broken rod. There was no fragment left inside the patient. There was no patient symptoms or complications as a result of this event. Mdt product was not used in the initial surgery. There was no delay in the overall procedure time.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.